Event description:
It was reported that during a kidney stone procedure the patient or user was injured/burned while using the laser. The customer alleged that the fiber was broken. The procedure was completed. No further information was provided.